Event description:
It was reported that inaccurate reading occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous left forearm. A 26 encore balloon catheter inflation device was selected to inflate a 5x40mm non-bsc balloon catheter. During procedure, physician was not operating the handle of the inflation device but it was noted that the pointer of the gauge moved on its own when it reached 16atms. As a result, the pressure values was not confirmed and even though the pointer moved on its own, physician did not feel that the balloon catheter was further inflated. Physician continued using the device for dilatation and deflation was also performed without any problem. The procedure was completed with this device. There were no patient complications reported and the patients' condition is good.

Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The encore device was disassembled and the complaint components were visually inspected for any material defect and foreign matter and no issues were noted. The encore device was reassembled. A functional test of the complaint device was carried out using a test boston scientific stopcock. Gauge accuracy test revealed that while increasing the pressure to 26 atm, a leak was noted coming from the bond site between the barrel and flexcil line. Leak test revealed bubbles were emitted at 13atm. The barrel and flexcil line from the complaint unit was replaced with a bonded barrel and flexcil line from a test unit. The leak test was repeated and no bubbles were emitted. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that inaccurate reading occurred. The 90% stenosed target lesion was located in a shunt in the moderately calcified and moderately tortuous left forearm. A 26 encore balloon catheter inflation device was selected to inflate a 5x40mm non-bsc balloon catheter. During procedure, physician was not operating the handle of the inflation device but it was noted that the pointer of the gauge moved on its own when it reached 16atms. As a result, the pressure values was not confirmed and even though the pointer moved on its own, physician did not feel that the balloon catheter was further inflated. Physician continued using the device for dilatation and deflation was also performed without any problem. The procedure was completed with this device. There were no patient complications reported and the patients' condition is good.